Event description:
Healthcare professional reported right side deflation. Later healthcare professional also reported "device burst into pieces". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed broken device assessed as surgical damage. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "device burst into pieces." Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.